Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported right side "pus coming from incision" and "found pus fill pockets". The device has been explanted.

Event description:
Healthcare professional reported right side "pus coming from incision" and "found pus fill pockets". The device has been explanted.

Manufacturer narrative:
DHR trend summary: given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Device evaluation: based on the device analysis grid, the assessments of the complaint are: infection (unknow onset): unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface. Observed a striated opening assessed as to surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "pus coming from incision" and "found pus fill pockets". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.